Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had multiple low voltage, no external power, and power cable disconnected, and pulsatility index (pi) events in addition to these alarms. The low voltage alarms began at 2:38 am and at 5:24 am no external power alarms were noted. The pt was in a nursing home with a remote alarm system hooked up. Per the pt (who was declared mentally incompetent) and the nursing home staff, there were no audible alarms during the time. After 7:00 am the clock had been reset. Pump stoppage was suspected and the duration of the stoppage was not known. The pins on the pt's stem controller were inspected and appeared normal. It was also reported that the hospital staff performed a self-test on the system controller and audible alarms were emitted. It was noted that as a precaution the system controller will be returned for eval. A review of the submitted log file data confirmed the reported event. The event log indicated that the batteries had shut off due to insufficient power resulting in the white and black leads indicating power cable disconnects and the system controller functioning on the emergency backup battery (ebb). Further review of the event log indicated multiple low voltage hazard events due to the controller functioning on the ebb power source for approx 1 hour and 24 minutes. The last recorded event with an accurate time stamp indicated that the ebb had completely drained resulting in the pump to stop and the system controller unable to emit any audible alarms. The event after this had a date and time stamp of 01/01/2001 at 1:00, indicative of power being restored to the system controller. The event log indicated that power was restored via the pt cable. The duration of the pump stoppage could not be determined due to the complete loss of power source to the system controller.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.